Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. Multiple internal insulation abrasions breaching the ring electrode, right ventricular, and superior vena cava cables lumens were found on the returned distal portion of the lead. One internal insulation abrasion breaching non-functional cables lumen was noted under right ventricular shock coil. One non-functional cable ethylene-tetra-fluoro-ethylene (etfe) coating was abraded while the other non-functional cable etfe coating was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.